Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope image disappears at angle. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, there was no image due to a malfunction of the image pickup unit. In addition, it was noted, the bending section adhesive was chipped, the right/left lever was damaged, and the video connector case was cracked. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to identified; however, the event most likely occurred due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. According to the reporter, the no image phenomenon was noted during a pre-use inspection on (B)(6) 2022. The procedure was not affected. Event date (B)(6) 2022.